Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 43-year-old male was implanted with an impella 5.5 as a bridge to lvad. The patient started having nerve pain around the axillary cutdown site. The site appeared slightly swollen but similar to previous assessments. The CT scan showed some kind of material that could be causing impingement. The patient underwent an incision and drainage procedure. It was found that the patient had a fibrin/clot like substance that was causing the impingement. It was removed and closed with no signs of any infection. The patient was given prophylactic antibiotics given the fact the patient will soon undergo durable lvad placement. After removal of fibrin/clot, the patient had significant relief of symptoms. The patient was transitioned to lvad.

Manufacturer narrative:
The investigation into the issue of thrombus has been completed. The device was not returned for investigation. Based on the clinical investigation, the root cause of thrombus was most likely due to patient condition.